Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('she also had perforation') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant). At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : perforation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.